Manufacturer narrative:
One (1) sample and two (2) photos were provided by the customer for investigation. The sample was received with the needle shield on the needle hub assembly in a sealed plastic baggie in the opened blister pack. The sample was visually analyzed using unaided vision. There is white foreign matter (fm) on the needle which was identified visually as epoxy. Two (2) photos were provided by the customer with the first (1st) photo showing the printed top web of a blister pack which provides a material description and number. The second (2nd) photo shows the needle hub assembly removed from the blister pack and needle shield. There is white fm on the needle. Visual inspection of the returned sample confirmed that the samples had epoxy drip over on the needles. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that the bd nokor¿ filter needle had white foreign matter on the shaft, found before use. The following information was provided by the initial reporter: "the user complained that white foreign body was noted on shaft of filter needle."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nokor¿ filter needle had white foreign matter on the shaft, found before use. The following information was provided by the initial reporter: "the user complained that white foreign body was noted on shaft of filter needle.".